Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested on a cobas 8000 e 602 module. One patient was tested for elecsys ca 19-9 immunoassay (ca 19-9) and the other patient was tested for elecsys hcg + beta test system (hcg+b). Patient 1 initial ca 19-9 result was 19 with a repeat result of 59, specific units were not provided. Patient 2 initial hcg+b result was 40 with a repeat result of 600, specific units were not provided. Patient 2 was (B)(6) year old female who weighed (B)(6) kilograms. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The reagent lot information for both ca 19-9 and hcg+b were not provided. It was noted that the "agitator" was bending. The investigation is currently ongoing.

Manufacturer narrative:
The customer considered the repeat results correct. The field engineering specialist found that the bead mixer motor was the root cause. There have been no further issues following the service visit. Further investigation confirmed the field engineering specialist initial finding as the root cause.